Event description:
As reported by the article, "repeat interventions after transcatheter aortic valve replacement: clinical characteristics and outcomes of redo transcatheter aortic valve replacement and surgical explants," during a right transfemoral tavr procedure with a 23mm sapien ultra valve with the use of a non-edwards cerebral embolic protection device. The balloon was inflated while rapid pacing at 180 bpm, the commander delivery system balloon rupture during deployment the delivery system and sheath were withdrawn down to the level of the femoral artery but were not able to be removed due to excessive resistance. Distal aorta hemostasis was achieved with a non-edwards balloon, and femoral cutdown was attempted with direct repair of the femoral artery to retrieve the trapped delivery system and balloon. The patient became hypotensive. An aortogram revealed pararenal aortic rupture presumed to be related to the non-edwards balloon, which was successfully repaired. However, the patient developed cardiac arrest and couldn't be resuscitated.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to b3 and h6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided procedural imagery was reviewed, and the following was observed: presence of calcification along the walls of the ascending aorta indicated by darker shade. Prior to deployment of the sapien 3 ultra valve within the pre-existing sapien valve, the sapien 3 ultra valve is aligned between commander delivery system valve alignment markers. The balloon burst during deployment of sapien 3 ultra valve within pre-existing sapien valve. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing non-conformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The reported event for balloon burst was confirmed based on review of provided procedural imagery. Available information suggests that patient factors (calcification) likely contributed to the event as supplemental documents reported that pre-procedure computed tomography showed 'severe circumferential calcification of the aortic root, arch, and descending aorta' and 'diffuse aortic calcification (porcelain)'. Additionally, imagery review indicated the presence of calcification along the walls of the ascending aorta. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.